Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that for about 2 weeks the patient had been going to the bathroom constantly. The patient said that when they attempted to increase stimulation on the programmer the screen goes blank. Patient services determined that the patient couldn't increase because the stimulation was off, and the external equipment was working as intended. The patient said that the last time they turned stimulation off was when they flew in (B)(6) and had since turned the device back on. The patient said they could have turned stimulation off but doesn't think so because they hadn't touched their programmer since turning stimulation back on after their flight. After turning stimulation back on the patient was able to increase stimulation to 1.4v on p2. Patient services reviewed information and told patient to monitor symptoms and follow up with their healthcare professional if it doesn't resolve. No further complications were reported.